Event description:
During a therapeutic "epbd procedure" under sedation, the maj-2315- distal cover was attached to the tjf-q290v endoscope, it detached and fell into the duodenum near the papilla. Retrieval was performed using fg-21k-1 grasping forceps, and upon recovery, the maj-2315 was found to have a crack at the location corresponding to the distal end of the bending section when mounted on the tjf-q290v. The customer also noted that the device broke further during the retrieval process. The procedure was successfully completed after replacing the damaged maj-2315 with a new one with a delay of 30 minutes or less. No patient injury or adverse effects were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The complaint is related to the linked patient identifier (B)(4).

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated field: d8, g1, h2, h3, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.